Event description:
It was reported that the device was explanted after an implant duration of approximately 97.4 months. Through follow-up, a copy of the operative report was received. It was learned that the device was explanted due to calcification, stenosis, and regurgitation.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Through follow-up for further information, a copy of the operative report was received. The device history record (DHR) review has been completed and this device passed all manufacturing and sterilization inspections with no nonconformance.